Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level was 178 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information, however, no response was received.